Manufacturer narrative:
The investigation for the reported low flows, high purge pressure, and thrombus has been completed. Pump was not returned for investigation. Data log shows several pump stop with the high motor current alarm. Doctor reported thrombus found in left atrium. The cause of the pump stop issue was biomaterial based on given clinical details and data log review. The instructions for use states that the following regarding thrombus prevention: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ it also states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 31yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that high purge pressure and blocked purge flow occurred during impella support. The purge cassette was replaced to resolve the issue, however, the pump flow had already decreased considerably. When troubleshooting failed to resolve the low flow issue, the decision was made to replace the pump. Upon removal, a clot was noted around the outlet of the device. There was no patient harm reported.